Event description:
The customer reported being unable to acquire ECG trace via paddles.

Manufacturer narrative:
The customer did not return the device to the factory for evaluation. They resolved the issue by replacing the power pca.